Event description:
It was reported the patient experienced phrenic and diaphragmatic stimulation from the left ventricular (lv) lead. The lead also exhibited high thresholds. The lv lead was capped and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 bi-v ipg, (B)(6) 2015. (B)(4).